Event description:
Physician attempted to use a inpact admiral dcb balloon during patient treatment. There was no damage noted to packaging, i.e. Shelf carton, hoop/tray. No issues were noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. A balloon burst during the procedure was reported at 10mmhg. The balloon did not detach during the event. There was no injury/intervention associated with this event. The device was safely removed from the patient. A replacement inpact admiral dcb balloon was intended to be used. A catheter kink was noted when device was taken out of package. The device was not used in the patient. A replacement non-medtronic device was used to complete the procedure. No patient injury reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.